Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 309653 batch #: 1238714 it was reported by customer that unknown particle found in the tip of syringe. Unknown particles found in the tip of syringe. Original message from customer below: "our or. Team found one of our 50ml luer lok tip syringe had what looks to be plastic shavings around the top. Please see the below lot number this one came out of. I am in the process of checking the rest of our inventory so far it is only this one instance. I just wanted to get this out there."

Manufacturer narrative:
(B)(4) follow up. It was reported a syringe had what looks to be plastic shavings around the top. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a packaging blister top web, a syringe out the packaging blister and a syringe plunger rod-rubber stopper out the syringe barrel. The rubber stopper has particles on it. From the photo, it is not possible to confirm what type of material the particles are. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 1238714. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis, a probable root cause could not be determined.

Event description:
No additional information received. Material #: 309653, batch #: 1238714. It was reported by customer that unknown particle found in the tip of syringe. Verbatim: unknown particles found in the tip of syringe. Original message from customer below: "our or. Team found one of our 50ml luer lok tip syringe had what looks to be plastic shavings around the top. Please see the below lot number this one came out of. I am in the process of checking the rest of our inventory so far it is only this one instance. I just wanted to get this out there."